Event description:
According to the reporter: the device was inserted into chest and placed over lung tissue to be excised. Upon firing, the device snapped and did not form staples properly. The tissue that was cut resulted in a tear on the lung. The lung tissue was too thick. The device was sent to biomed for exam and biomed will return the device to covidien for analysis.

Manufacturer narrative:
(B)(4).